Event description:
It was reported that prior to use foreign matter was discovered on 3 caps and in 1 tube with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: dirty cap x3 (embedded). Dirty tube x1 (embedded).

Manufacturer narrative:
H.6. Investigation: bd received 4 samples from the customer for investigation. The samples were evaluated by visual examination and the indicated failure mode for dirty caps, and dirty tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional device type is as follows: g.5. PMA / 510(k)#: bk050036. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use foreign matter was discovered on 3 caps and in 1 tube with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: dirty cap x3 (embedded), dirty tube x1 (embedded).